Event description:
On 08/01/2016, the reporter contacted lifescan USA, alleging control solution results. The reporter claimed obtaining control solution results of "119, 147, 130 and 194 mg/dl". This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.